Event description:
During use of the device for a cardiopulmonary procedure, the user reported, the monitor was shutting on and off unexpectedly. As a result, an alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.